Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the charge circuit timeout alert. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and reached end of service (eos) before reaching the elective replacement indicator (eri). The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Device analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed no internal battery shorting occurred. Partial lithium-severing was seen in turns 6 and 7. The charge timeout resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.